Manufacturer narrative:
The insulin pump was received with a scratched case, a cracked keypad overlay, a missing reservoir tube o-ring, a broken reservoir tube lip, a missing retainer and a pillowing keypad overlay. The test p-cap/reservoir does not lock in place due to missing retainer, missing reservoir tube o-ring and broken reservoir tube lip. Unable to generate power management graph, perform thus pump history file/traces download and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the blank display. The pump was cut open to perform visual inspection and found j7 power connector becoming loose from pcba1. Also j4 and j6 on pcb1 component was damaged. No corrosion or moisture damage on the electronic assembly, force sensor, motor and vibrator assembly noted. The j4 pcb interface connector was damaged and stuck on the j2/pcb2 and was unable to install the original pcb2 in a test pcb1. In conclusion, the pump had a blank display due to j7 power connector becoming loose from the pbca1 due to physical damage on the electronic components. (B)(4).

Event description:
Information received by medtronic stated that the insulin pump was damaged. Customer stated that the pump was dropped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.